Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 4 of 4. The home patient (hp) was still connected. The supply bags were empty but there was solution in heater bag only. The technical service representative (tsr) asked if any bags come undone per the hp no, the tsr explained the alarm and helped the hp clear the alarm; by turning the hc off/on, then system error 2367 occurred, and then turned the hc off/on. The hc went back to press go to start. Per the hp would finish with manual bag. The supplies are unavailable for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if additional relevant information is received.